Event description:
It was reported that the user changed to a freestyle libre 3 plus sensor and paired it to the libre mobile application instead of the ilet, resulting in the sensor being in use by another device and unavailable for the pump to receive glucose data. No adverse clinical symptoms reported. Outcomes included the need to obtain glucose readings via the freestyle libre application and manually enter values into the ilet. User support included troubleshooting and user education. Investigation of this case revealed that the sensor pairing behavior was consistent with expected design, as the freestyle libre 3 plus can pair to only one device at a time, and that the device did not generate alerts or alarms. It was concluded, based on previously established findings for similar reports, that the cause was user pairing the sensor to an incompatible configuration and use error related to sensor-device pairing limitations.